Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was watching television, the line was being twirled in their hands and the patient line separated from the cartridge. The customer's blood glucose level was not impacted. The contact indicated that new cartridge would be loaded.